Event description:
A peritoneal dialysis (pd) patient contact reported that a cycler had a cycler powered down issue. The issue occurred in an unknown step. Patient was connected during incident. The display was blank. There was no light on the cycler buttons. Patient contact switched the cycler on and there was no sound when the ok/stop buttons were pressed. The technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. There was no patient harm or adverse event, and no medical intervention was required. Additional information was requested but not received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no sign of physical damage. Touch screen test failed- when powering on cycler push buttons ¿ok, stop, and up/down arrows illuminate. However, the touch screen remained blank. An internal inspection of the cycler found evidence of an open fuse of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the touch screen became operational. Removed functioning inverter board from the touch screen at the completion of the investigation. There were no visual discrepancies encountered during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code (supon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.